Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "cannot insert cutter." It is known that the device was not being used during surgery. It is unk if pt or user injury or medical intervention occurred. There was no add'l info provided.